Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that parts of the programmer screen were not working and therefore unable to program a device. There was no patient involvement.